Event description:
It has been reported by the surgeon that he encountered problems performing the union between the comprehensive tray and humeral bearing. The surgeon stated that the pieces did not connect right causing a 15-minute delay. At the end, all connected correctly impacted and connected. No patient harm reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00671.

Event description:
It has been reported that the surgeon encountered problems performing the union between the comprehensive tray and humeral bearing. No additional patient consequences were reported.